Manufacturer narrative:
(B)(4). Physio-control provided the customer with a replacement battery. It was later confirmed by the customer that the replacement battery had been installed in the device and it was operating normally with no further issues observed. Physio further examined the original battery and confirmed that it was depleted; however, the cause of the depleted battery could not be conclusively determined.

Event description:
The customer contacted physio-control to report that they checked the charge level of their device battery and found that the device battery was at a very low state of charge which may not be sufficient for patient use. There was no patient use associated with the reported event.